Manufacturer narrative:
The reported field event of inappropriate hv therapy was not confirmed in the laboratory. Review of the stored egms revealed that the device delivered the appropriate therapy based on programmed settings. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks for non-ventricular rhythm. Programming changes were made. The device was later explanted and replaced. The patient was doing well post-procedure.